Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer was attempting to instill a total of 1litre through the irrigation port, however have noted that a large volume of the medication started backflowing into the tubing as they were administered the total dose. It was stated that they took multiple syringes to administer the full dose and they have attempted clamping between each syringe, however a large amount of the medication was still backflowing into the tube as soon as they unclamp to administer the next medication syringe.

Event description:
It was reported that customer was attempting to instill a total of 1litre through the irrigation port, however have noted that a large volume of the medication started backflowing into the tubing as they were administered the total dose. It was stated that they took multiple syringes to administer the full dose and they have attempted clamping between each syringe, however a large amount of the medication was still backflowing into the tube as soon as they unclamp to administer the next medication syringe.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.